Event description:
It was reported that a faradrive steerable sheath was selected for an atrial fibrillation (a fib) procedure. When the farawave catheter into the sheath and aspirated the sheath as recommended for procedure preparation, blood came out through the sheath hemostatic valve. Also, despite multiple aspirations, there were lot of bubbles, continuously during the aspirations. To solve the issue the sheath was replaced and prepared from beginning. The second sheath also had a defect of the hemostatic valve of the sheath. The sheath was replaced with a third device, then the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath was selected for an atrial fibrillation (a fib) procedure. When the farawave catheter into the sheath and aspirated the sheath as recommended for procedure preparation, blood came out through the sheath hemostatic valve. Also, despite multiple aspirations, there were lot of bubbles, continuously during the aspirations. To solve the issue the sheath was replaced and prepared from beginning. The second sheath also had a defect of the hemostatic valve of the sheath. The sheath was replaced with a third device, then the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.